Manufacturer narrative:
Additional information was received and confirms the patient's outcome after impella support. The patient was successfully weaned from impella support, and the pump was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated). Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical approach in a 60-year-old female patient for the indication of post-cardiotomy cardiogenic shock (pccs), presenting in scai stage e shock. During impella 5.5 support, a call was received from the bedside registered nurse and managing physician regarding ¿false position in aorta¿ alarms. Device position was confirmed by echocardiography, and an automated impella controller (aic) exchange was performed in an attempt to resolve the alarms; however, the alarms persisted. The event will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the aic exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. Placement signal (ps) values were intermittently abnormally elevated, with readings in the 190s to 200s mmhg. The care team requested assistance with disabling the placement alarm, and troubleshooting steps were reviewed. At the time of the alarms, there were no signs or symptoms of hemolysis, and motor current was pulsatile. The placement signal values subsequently trended appropriately and correlated with arterial line pressures. During support, the patient was cardioverted for atrial fibrillation with rapid ventricular response (afib with rvr). Placement signal and positional alarms were discussed with the managing physician assistant. Based on the available information, the observed placement signal abnormalities can occur in the context of severe cardiogenic shock (scai stage e) and complex underlying cardiac rhythm changes. The impella 5.5 device remained in place.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Paroxysmal atrial fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Placement signal issue: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined. False alarm: since neither product nor data logs were available for investigation, the cause of the false alarm could not be determined.

Manufacturer narrative:
B5 additional information was received and added.

Event description:
Additional information was received that the patient is still on support at this time.